Event description:
Report received fro south africa which states: "computer crashed during a case. The machine got stuck after segment removal so they had to use a manual handpiece to complete the irrigation/aspiration. The problem was that they had to wait for the handpiece to be sterilized which was a time delay while the patient was on the table. The delay was half an hour. There was no affect to the patient outcome aside from the delay."

Manufacturer narrative:
The evaluation has not yet been completed. A supplemental report will be filed upon completion of the evaluation.